Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had a battery out limit and an additional error alarm. Blood glucose level at the time of the incident was not provided. The customer's mother stated that the issue occurred after a battery change. The customer's mother was advised that the insulin pump was functioning as designed. The insulin pump was not replaced or returned for analysis.